Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) on 11/11/05 and alleged that his meter was malfunctioning. The medical affairs specialist spoke to the pt on 11/14/05, and obtained/verified the following inf. The pt stated that he has not tested for several months. He was visiting his physician to have his blood glucose tested. He takes oral medications for his diabetes and has continued to take them as directed. He reported no other treatment at the time of the physician office visit. The pt stated that when he inserted a test strip, he did not receive the apply sample symbol. The pt did not have his meter or test strips avaiable to troubleshoot. The issue was not resolved.